Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) recommended bringing the patient in clinic for device interrogation and rv lead evaluation. Additional information received indicated that the patient was seen in clinic for device interrogation and lead evaluation, and all measurements were satisfactory. The patient would continue to be monitored remotely. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) recommended bringing the patient in clinic for device interrogation and rv lead evaluation. Additional information received indicated that the patient was seen in clinic for device interrogation and lead evaluation, and all measurements were satisfactory. The patient would continue to be monitored remotely. This pacemaker and rv lead remain in service. No adverse patient effects were reported.